Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a rewind anomaly. The customer stated that there were scratches on the insulin pump screen and sometimes makes it difficult to read. The customer had also reported that they had to replace batteries every 5 to 6 days and also had unexplained alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.